Event description:
It was reported that during a breast biopsy, the device was unable to fire. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). There were no visual anomalies noted on the device. Loose particles could be heard within the device. The firing trigger was attempted to be pressed, however the device would not fire. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hub on the returned sample was found broken. The investigation is also confirmed for failure to fire, as the returned sample could not be fired during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.